Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 12mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, the balloon bound up and crumpled on to the guide wire. The wire was removed together with the balloon catheter. The procedure was completed with a new wire and another 12mm x 3.00mm nc quantum apex¿ balloon catheter. No patient complications were reported and the patient's status was fine.